Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility medwatch report #(B)(4). 1st gi bleed admission reported in MFR # 2916596-2020-02941. 2nd gi bleed admission reported in MFR # 2916596-2018-02590. 3rd gi bleed admission reported in MFR #2916596-2020-02909. 4th gi bleed admission reported in MFR #2916596-2020-02913. 5th gi bleed admission reported in MFR #2916596-2020-02924. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented in clinic with 6th gastrointestinal (gi) bleeding event post vad implant requiring hospitalization and transfusion. Hemoglobin 7.0 on admission and international normalized ratio (inr) 1.5. Three units of blood were transfused. Consistent with patient's updated wishes regarding plan of care, endoscopic evaluation was deferred and coumadin therapy was stopped due to burdensome gi bleeding events.